Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported the patient's ipg had become inoperable and stopped providing therapy. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. No complications were noted during the procedure and effective therapy was established post-operatively. It is undetermined if the battery had prematurely depleted.